Manufacturer narrative:
Engineering analysis: the investigation in to the reason for the complaint is difficult due to the fact that the device was not returned. Without images from the procedure it is difficult to determine the tortuosity of the patient's anatomy and determine if the balloon may have made contact with the fixation barbs of the previously deployed suprarenal stent. The lot history records indicate that out of the 59 units tested for burst pressure the lowest pressure seen during this testing was 19.9 atm and that the average burst pressure was 21.4 atm. This is well above the 12atm rated burst pressure as listed on the product label. Engineering summary: a full review of the catheter lot history records for the device in question was performed. The records indicate that this lot of catheters passed atriums final lot qualification testing. This inspection requires that the catheter lot must pass the following: · ability of the stent and delivery system to be passed through the labeled introducer sheath. · ability to deploy the stent at nominal pressure (8atm). · ability to withdraw the deflated balloon catheter back through the labeled introducer sheath. · ability of the delivery system to withstand 10 inflate/deflate cycles at the rated burst pressure (12atm) without leaks or failures. · balloon burst testing. The balloon must burst over the rated burst pressure specified on the label (12atm) · manifold to shaft tensile testing. Samples when tensile tested must not break or separate below 3.37lbs. Result: all 59 quality inspection samples passed this final inspection without any performance related issues. Conclusion: based on the details of the event and the successful lot qualification test data atrium can find no fault with the device and or lot of stent delivery systems in question. As stated in the returned complaint details it is most likely that the balloon ruptured upon deployment of the stent on one or more of the fixation barbs of the suprarenal stent.

Manufacturer narrative:
On completion of the investigation a follow up report will be submitted.

Event description:
It was reported that during an abdominal aortic aneurysm repair using the snorkel technique the stent was deployed correctly but the balloon ruptured on one of the anchor barbs and was difficult to remove from through the sheath. It was stated the patient had difficult anatomy and several other devices in place that the delivery catheter had to advance through.